Manufacturer narrative:
H10: one sample was returned for the reported malfunction. The lot number was provided and lot history review was performed. The device evaluation identified the distal segment of the vessel dilator slightly curved and belled open with the tip evidencing deformation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: b5, h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7757540 port & catheter allegedly had a defective component. This report was received from a single source. This malfunction did not involve patient as there was no patient contact. The patients age, weight and gender were not provided.

Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7757540 port & catheter allegedly had a defective component. This report was received from a single source. This event did not involve patient with no patient contact. The patients age, weight and gender were not provided.